Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported after a diagnostic cardiac catheterization procedure, an angio-seal was deployed via the right femoral arteriotomy. After hemostasis was verified and site closure, the suture was cut. Oozing at the site in severity was observed and manual compression had to be applied. Two hours post-procedure, the pt complained of right leg/foot pain and a lack of color was observed in the right foot. The pt was taken back to the cath lab that same evening and a right leg angiogram was performed, which revealed an occlusion at the level of the popliteal artery. A guidewire was placed in both the right peroneal and right anterior tibial arteries. A percutaneous transluminal angioplasty was then performed in the popliteal and the anterior tibial arteries, which resolved the leg pain and restored color to foot. Post procedure, another angiogram was performed, which revealed an unk object/filling defect in the anterior tibial artery, but there was good blood flow. A tpa drip was started through the sheath that was sutured in place. The following day, another angiogram was performed, which revealed good blood flow to the right foot and there was no remaining filling defect or unk object in the anterior tibial or popliteal arteries. There where no further complications or pt issues reported. Add'l info was not available at this time.